Manufacturer narrative:
The device tested normal on the bench and on the automated test equipment. The inappropriate therapy is believed to be due to a damaged lead.

Event description:
It was reported that inappropriate shocks were delivered. The system was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.